Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported the string came off during removal and that this has happened two other times. Multiple attempts have been made to obtain further information regarding her use of the product, however no further information has been received.